Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the physician had just finished a dye study that was unsuccessful. The physician was unable to aspirate the catheter. The physician tried to inject dye into the catheter access port (cap) but was not able to inject. It was stated that catheter had disconnected from the pump but the report had not been confirmed; on the fluoroscopy it was hard to tell if the catheter was connected to the pump. It was also reported that based upon the fluoroscopy the physician was not sure if the catheter was displaced or not. The mother noticed change in spasticity. The patient had return of spasticity and had been more "spastic", it had been going on for roughly 5 weeks with an immediate onset. The physician stated that it first started at a time when the patient had a urinary tract infection. The physician was not aware of any volume discrepancies. The patient's last refill was in (B)(6) and the "uti was before that." The patient was going into the or on 2014 (B)(6) to have the catheter revised. The pump system was delivering baclofen. The patient's status at the time of report was "alive-no injury." (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)